Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin. The proximal and distal fragments were received for analysis. The insulation was found rubbed through between 12 and 14 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the inner conductor coil stretched, these deformations most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to fracture. Should additional information be received, this file will be updated.